Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged was performed and passed. Receiver will boot was performed and failed due to receiver displayed white screen. Receiver download was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional tests were performed and passed all relevant testing. An interior visual inspection was performed and failed due to moisture damage. Pictures were taken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.